Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose readings of 225 mg/dl and 87 mg/dl on the reported meter within 20 minutes. The patient's testing technique was correct; no information was provided about the test strips condition. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeing medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.